Event description:
The physician was using a resolute integrity to treat a lesion in the proximal circumflex which was reported to be tortuous and calcified. No abnormality was noted during preparation of the device however during advancement the stent dislodged from the balloon proximal to the target lesion. Information from the account confirms that force was used during the attempted delivery of the device. The target lesion was treated with another stent. No clinical sequelae reported. The patient was discharged in stable condition.

Manufacturer narrative:
Results: failure to follow instructions-force used, most likely further contributed to the stent dislodgement. Patient's condition affected effectiveness of device - calcified and tortuous lesion; inherent risk of procedure - stent dislodgement; known inherent risk of procedure; device failure/lack of effectiveness related to patient condition; user error contributed to event - force used, most likely further contributed to the stent dislodgement. (B)(4).